Event description:
During two previous catheterizations, the patient's patent ductus arteriosus (pda) was almost closed but a recent echo revealed a large pda and mild left ventricular enlargement so the patient was admitted for device closure. The duct measured 4-8mm with left-to-right shunting and a 6/4mm amplatzer duct occluder (ado) was deployed. Good device positioning was documented by several angiograms; however, after the ado was released it moved posteriorly and protruded slightly into the aorta. Due to its position, the ado was percutaneously removed and the patient was referred for surgical ligation of the pda.

Manufacturer narrative:
The ado was not returned to sjm for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Manufacturer narrative:
The 6/4mm ado was returned to sjm and decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The device was confirmed to meet dimensional specifications when measured with a caliper. The ado was successfully deployed from a test loader without any deformations, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the ado met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the device migration during the procedure remains unknown.